Event description:
Customer reportedly obtained results of 584 mg/dl and 82 mg/dl on the same device within 1 minute. Customer did state that the strips may have been exposed to humidity and moisture, against labeling guidelines. No action taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.